Manufacturer narrative:
Updated b5 describe event or problem with additional information and coding related to the reasons for the explant of this product. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown product performance anomaly. A new device was implanted. No additional adverse patient effects were reported. Additional information was received from the field stating this crt-p system was explanted due to noise oversensing and pacing inhibition on the right ventricular (rv) lead that resulted in syncope episodes for this patient. Additionally, the left ventricular (lv) lead exhibited high capture thresholds and muscle stimulation. No additional adverse patient effects were reported.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) was explanted due to an unknown product performance anomaly. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.